Event description:
It was reported that staff noticed the end of the 10mm were cracking. Cracks were noticed after surgery and by the spd supervisor.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 10mm, 33cm mixter, dings and scratches were seen throughout the entire unit. Also it was noticed that the distal end of the insert was missing one of the two side slide guide pins. Damage to the proximal end of the 10mm, 33cm mixter insert was confirmed, the unit is completely missing the locking ball tip which locks the insert into the handle. The probable root cause/s could be due to user excessive force and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 10mm, 33cm mixter, dings and scratches were seen throughout the entire unit. Also it was noticed that the distal end of the insert was missing one of the two side slide guide pins. Damage to the proximal end of the 10mm, 33cm mixter insert was confirmed, the unit is completely missing the locking ball tip which locks the insert into the handle. The probable root cause/s could be due to user excessive force and or mishandling.

Event description:
It was reported that staff noticed the end of the 10mm were cracking. Cracks were noticed after surgery and by the spd supervisor.